Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified at the time. Analysis summary: it was received for evaluation an sample of product code d7630, lot pk5182. During the visual inspection of the sample, a portion of the primary packet (folder) was noted in the overwrap seal area, resulting in an open seal and the sterile barrier was compromised. The open seal defect has been correlated to the manufacturing process and a nr was opened. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown cardiovascular surgery on (B)(6) 2020 and suture was used. When opening the package, it was found that the edge of the inner paper package had been caught at the sealed area of the outer package, so the inner package could not be taken out from the outer package. There were no adverse consequences to the patient.